Event description:
Pt was revised to address loosening of the femur, tibial, and patella. Poly wear and osteolysis were also reported.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.